Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v021931, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported a burning sensation in her buttocks on the morning of (B)(6) 2015 when a nurse helped the patient switch to program 2 at 1.40v. It started 2 weeks prior to the report when the patient was going every 20-25 minutes. The pharmacist noted that seroquel caused the frequent urination. The patient switched to viibryd and she was put on program 1 which caused the patient to have urinary retention. The patient ended up in the emergency room on the day of (B)(6) 2015 for urinary retention. The patient was at 1.40v and it was decreased to 1.0v but it could not go down further. Patient services helped the patient turn therapy off. The patient could not tell if the burning sensation went away after therapy was turned off; she had ice on her buttocks. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow up report will be sent.